Event description:
It was reported that this event involved a pt with osteomyelitis and septic arthritis. The pt required long term antibiotics. Insertion followed after cutting the line with guidewire in situ. The initial chest x-ray indicated good position. Following learning of a similar recorded issue, reviewed files and noted a filament of wire was noted in the pulmonary artery. The pt is being followed up for repeat chest x-ray and further management.

Manufacturer narrative:
Sample will not be returned for evaluation.